Event description:
Same case as MFR report #2134265-2009-03244. It was reported that following a coronary stenting treatment procedure, restenosis occurred. A 4.0x16mm liberte bare metal stent was implanted on an unspecified date. In january "2010", a restenosis of the stent was discovered. The 75% in-stent restenosis was in the 4.0x16mm liberte bare metal stent in the non-calcified, moderately tortuous mid right coronary artery (rca). A maverick xl 6.0/15/150 balloon catheter was advanced and successfully inflated twice. On the 3rd inflation, the balloon ruptured; however, no balloon material detached inside the patient. The procedure was considered to be complete with this device. There were no further patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.